Event description:
During the radiofrequency ablation supraventricular tachycardia procedure, there was a procedural delay. It was noted that the ensite x system was "freezing". It was noted that the mouse was able to move, but was unable to click any menus, windows, or functions. Troubleshooting included rebooting the ensite x system and replacing the ensite x dws, which resolved the issue. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Device logs and/or case studies were requested but were not available for review. Based on the information received, the cause of the reported incident of the ensite x system freezing could not be conclusively determined.